Event description:
According to the operative report, four weeks prior to explant the pt experienced increasing chest pain and sob with activity. Echo revealed one leaflet was immobile and the other leaflet had "minor" amount of motion creating "severe" aortic stenosis. Intraoperatively, the aorta was "quite thick" and calcified and the valve was encased in "thick" pannus; neither leaflet was mobile. The valve was removed and replaced with sjm 25aj-501. At explant, there were no signs of thrombus, vegetation, or dehiscence. A small portion of the orifice was fractured during a very "aggressive" explant. The pt's present health status is excellent and pt is recovering and doing well.